Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak of an aortic graft using a lantern delivery microcatheter (lantern) and non-penumbra angiographic catheter. During the procedure, a lantern was advanced through the angiographic catheter and into the target location; however, the physician decided to reposition the lantern prior to delivering the first coil. Subsequently, while removing the lantern out from the angiographic catheter, the physician noticed the lantern to be kinked and broken. The procedure was completed using a new lantern and the same angiographic catheter. There was no report of an adverse effect to the patient.